Event description:
Stapler device was on the field. Arterial load (reload) was inserted and checked to see if it was in securely. Stapler was inserted into the wound, fired and then the stapler load popped out of the device (stapler). Was able to retrieve the load, minimal bleeding noted. A new device was used to re-staple the site.